Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that blood leaked from the bowl into the centrifuge. It was not a lot of blood, but customer decided to change disposables. The initial disposable was discarded and is not available. Use of instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that the autolog iq instrument was not replaced to complete the procedure. The patient blood loss due to the leak was minimal, not measured by the customer. No blood transfusion was required due to the leak.